Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed the handset failed to prime , establishing a relationship between the device and the reported event. The root cause was identified as a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during debridement, saline would not come out. Procedure was completed with same device. It is unknown if there was a delay. No patient harm reported.